Manufacturer narrative:
Abbott has completed an investigation for the customer's observed (B)(6) rates with the abbott prism hiv o plus assay. A review of release testing data for both complaint and non-complaint lots manufactured before and after lots 65010m500 and 67065m500 showed consistent results with the non-complaint lots. Substitution studies were completed and the results determined that the (B)(6) microparticle component contributed to increased (B)(6) values. A further review of manufacturing records of multiple lots of (B)(6) microparticles was performed and no unique characteristics for the complaint lots were identified. Based on this investigation, the lots are performing within package insert claims. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. There was no product deficiency identified.

Event description:
The customer stated that there has been an (B)(6) in (B)(6) rates for (B)(6) on the prism analyzer in (B)(6) 2016 that are nonconforming. The (B)(6) for plasma: (B)(6) is 0.25% initial / 0.13% repeat; (B)(6) = initial 0.30% / repeat 0.28% / confirmatory = 8.33%; for whole blood (B)(6) initial = 0.9% / repeat 0.9%; (B)(6) initial = 0.14% / repeat = 0.13%/ confirmatory = 12.00%. There was no additional donor information or impact to donor management provided.